Event description:
It was reported to gore that a patient alleges to have experienced adhesions and recurrent vaginal vault prolapse after having been implanted with a gore device. It was reported that the patient underwent at least one additional surgical procedure approximately 5 years later.

Event description:
This report is being submitted as follow up 2 to MFR. Report 2017233-2014-00254.

Manufacturer narrative:
Details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6) 2005 indicate that the patient underwent a sacral colpopexy with an unknown gore device. Progress notes dated (B)(6) 2006 indicates; "speculum examination revealed approximately 2 centimeters of the goretex graft protruding inside the vagina. The portion that could be seen was trimmed off in the office with scissors. There was mild oozing, which stopped with silver nitrate application." The impression was "foreign body reaction to graft, possibly low-grade pelvic infection." Progress note dated (B)(6) 2006 indicates: "speculum examination was performed and at the top of the vaginal cuff approximately 1 centimeter goretex tape was noted. The rest of the vaginal cuff appears to have healed essentially completely. The remaining tape was trimmed off in the office. There was minimal bleeding which stopped with silver nitrate." Progress note 4/14/06 indicates: "on physical examination, the end of the graft is once again sticking inside the vagina through the cuff. Approximately 1.5 centimeters were visible. An attempt was once again made at excising that portion. However, even with minimal tension, the whole graft came out." Progress note (B)(6) 2006 indicates "healed vaginal cuff that is nontender and she has good pelvic support." The brand and lot number of the gore device used in the procedure performed on (B)(6) 2005 was not provided. Therefore, a direct product analysis and review of the manufacturing records could not be performed. There is no evidence to suggest that the device caused or contributed to the event.